Event description:
Pt reported infusion set luer is broken and leaky. This caused elevated blood glucose of 400 mg/dl. Pt delivered correction bolus through infusion device. Target blood glucose is 80-120 mg/dl. Pt changes infusion needle every 2 days and transfer set every 5 days. Infusion set was requested for eval. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. No further info was available.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.